Manufacturer narrative:
Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown, product ID: neu_ins_stimulator, serial/lot #: unknown, product ID: neu_ins_stimulator, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_ins_stimulator, serial/lot #: unknown, product ID: neu_ins_stimulator, serial/lot #: unknown. Farrokhi f, buchlak qd, sikora m, et al. Investigating risk factors and predicting complications in deep brain stimulation surgery with machine learning algorithms. World neurosurg. 2019. 10.1016/j.wneu.2019.10.063. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off the date that the article was accepted for publication as the event dates were not provided in the published literature. This value is the average age of the patients reported in the article as specific patients could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Farrokhi f, buchlak qd, sikora m, et al. Investigating risk factors and predicting complications in deep brain stimulation surgery with machine learning algorithms. World neurosurg. 2019. 10.1016/j.wneu.2019.10.063. The primary aim of this study was to look at which preoperative clinical factors were related to complications that develop in deep brain stimulation (dbs) therapy. A combined registry was created, comprising 501 adults who underwent initial dbs implantation surgeries between october 1997 and may 2018. Patients underwent dbs implantation for pd (n = 348), essential tremor (n = 129), dystonia (n = 11), and other indications (including cluster headache, holmes tremor, and tourette syndrome n = 13). Reported events: 15 patient experienced intracranial hemorrhage associated with lead implant. Two of the patient's required surgical revision, and the 13 resolved without surgical treatment or neurologic sequela. 17 patients were readmitted. 3 patient experienced an ischemic infarction. 3 patients experienced a seizure. 27 patient experienced infection. 8 patients experienced electrode migration requiring surgical revision. 18 patients experienced lead fractures requiring surgical revision. 7 patients experienced a loose or flipping ins requiring surgical revision. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.